Event description:
We received a report that a patient presented with almost cylinder correction after having a toric intraocular lens (iol) implanted in the right eye. In follow up it was learned that the iol was explanted from the eye without any surgical complications and discarded in the field.

Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. There were no associated nonconformity material reports. There were no non-conformances found in the sterilization records review. There were no environmental monitoring related non-conformances. There were no process and/or material changes. Based on the manufacturing record review and historical review no non-conformances were found. Follow up from the (B)(6) 2013 patient visit, starburst around light at night, vision not sharp, hard to focus on objects at a distance, eye strain after reading for long period, and patient stated eyes feel tired. The follow up information pertained to the patient's right eye. Follow up from (B)(6) 2013 noted a large amount of residual astigmatism in both eyes and visual acuity was getting worse in both eyes. Medications: prednisolone acetate 1% eye drops, ofloxacin 0.3% eye drops post op lens implant. Medications hydrochlorothiazide 12.5mg, aciphex 20mg, simvastatin 5mg. Allergies: penicillins. Concomitant products: left eye cataract and implant of staar surgical intraocular lens on (B)(6) 2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Patient has presented with almost no cylinder correction. No other issues appear to be present. Lens is on the axis the tecnis toric calculator suggests and is consistent with topo & iol master. (B)(4). All pertinent information available to abbott medical optics has been submitted.